Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) cleaned reference reagent tubing, replaced the reference valve, reference electrode, roller pump tubing, pinch valve and sample pot tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous high patient results for sodium (na) and chloride (cl) on the au480 clinical chemistry analyzer. The erroneous results were reported outside of the lab. The customer noted there was a change in patient treatment for one patient, however the customer was unable to confirm any additional information in regards to the treatment. No serious injuries were reported.